Event description:
This case report from (B)(6) was derived from medical literature on 28-oct-2015 , article entitled "comparison of hysteroscopic tubal occlusion by microinsert placement and laparoscopic tubal occlusion or salpingectomy in the management of hydrosalpinges prior to ivf" [off-label use]. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced distal migration of essure coil. This patient was involved in a non-bayer retrospective cohort study to compare in-vitro fertilization (ivf) outcomes after management of hydrosalpinges by hysteroscopic micro-insert (essure or adiana) proximal tubal occlusion or laparoscopic tubal occlusion or salpingectomy prior to ivf. It was confirmed that she received essure in the study. The patient underwent laparoscopic adhesiolysis, left ovarian cystectomy, salpingectomy, and removal of essure coil . No further information on medical history, concomitant medications, clinical course, or outcome were provided. Authors' comments: there were three major complications, tubo-ovarian abscess, post tubal syndrome and distal migration of coil [present case] in hysteroscopic group and two cases of ectopic pregnancy in laparoscopic group. Pregnancy outcomes after hysteroscopic placement of microinsert for hydrosalpinx management prior to ivf were comparable to those following laparoscopic tubal occlusion or salpingectomy. Complications were uncommon and occur with both approaches. Company causality comment: this case report derived from medical literature refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for management of hydrosalpinges prior to ivf (interpreted as in vitro fertilization) (which is an off label use). It was reported that distal migration of essure coil. A salpingectomy and removal of essure coil were performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of migration were not known. However, considering its nature a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 10-jan-2016 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up received on 18-jan-2016: follow-up attempts with the authors were done. No reply was received. Company causality comment: this case report derived from medical literature refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for management of hydrosalpinges prior to ivf (interpreted as in vitro fertilization) (which is an off label use). It was reported that distal migration of essure coil. A salpingectomy and removal of essure coil were performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of migration were not known. However, considering its nature a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed. Further information could not be obtained.

Manufacturer narrative:
Follow up information received on 26-may-2016: the case 2016-097331 was found to be a duplicate of this current case. Case (B)(4) was reported by (B)(4) health authority with reference number (B)(4). All information was merged to this remaining case: this is a literature case report received on 18-may-2016 from a regulatory authority (case# (B)(4)) in (B)(6). It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Off-label use of essure for hydrosalpinges prior to ivf. Distal migration of essure coil. Laparoscopic left ovarian cystectomy and salpingectomy with coil removal. Events outcome was reported as unknown. Company causality comment: this case report derived from medical literature refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for management of hydrosalpinges prior to ivf (interpreted as in vitro fertilization) (which is an off label use). It was reported that distal migration of essure coil. A laparoscopic left ovarian cystectomy and salpingectomy with coil removal were performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of migration were not known. However, considering its nature a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed. Further information could not be obtained.